Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she has 2 infusion sets that went bad within 2 days. Customer had a bent needle, a tape that did not stick, and high blood glucose levels. Customer's blood glucose was in the 400's mg/dl. Customer treated with a bolus from the pump. Customer declined troubleshooting for the high blood glucose reading. Caller reported an insulin flow blocked alarm and the customer had a blood glucose reading of 502 mg/dl. Caller reported that the event was resolved by an infusion set change. Customer discarded the set and was advised that replacements will be sent.